Event description:
The customer reported that following a radiology procedure in 2002, an attempt was made to deploy a vasoseal es. While the deployer was advancing the tissue dilator down over the locator to the white marker, the wire gave way and pulled back. The deployer removed the locator and noticed that the j segment of the locator was missing. The j segment was seen angiographically in the right common femoral artery. The deployer placed the sheath in the other groin and snared the j segment. No further complications were reported.